Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow-up. Upon interrogation it was noted the patient's implantable cardioverter defibrillator (ICD) exhibited non sustained right ventricular oversensing due to post-paced t-waves over-sensing. Programming changes were completed. The patient was stable.